Manufacturer narrative:
H3: as reported by the exactech hip replacement study, approximately seventeen days post tha, the 80 y/o female patient experienced hospitalization due to hip prosthesis dislocation a reduction. The event is possibly related to the device and related to the procedure. Then, approximately thirty-six days post tha, the patient experienced recurrent hip prosthesis dislocation. The event is possibly related to the device and related to the procedure. Device will not return due to clinical study facility policy. Based on review of all available information, there is no evidence to suggest that the reported dislocation and revision are related to any design, manufacturing, or patient related issues. The cause of the revision is most likely is related to the patient¿s underlying condition; however, that could not be confirmed.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech hip replacement study, approximately seventeen days post tha, the (B)(6) y/o female patient experienced hospitalization due to hip prosthesis dislocation a reduction. The event is possibly related to the device and related to the procedure. Then, approximately thirty-six days post tha, the patient experienced recurrent hip prosthesis dislocation. The event is possibly related to the device and related to the procedure. Device will not return due to clinical study facility policy.